Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient experienced pain and soreness yesterday and was told they were "difficult" to place the lead. Three days later, they report having no leaks, but they are constipated and has an infection where the lead is; their healthcare provider (hcp) is aware of the infections. On (B)(6), patient reports not having a bowel movement in 48 hours. Two days later, they report no leaks and had to strain both times; the patient took a laxative. On (B)(6), the patient had three bowel movements over the last two days and they had to strain with all of them. No further patient complications have been reported as a result of this event.